Event description:
During routine testing of the device, the user reported the roller pump would jam when attempting to set the occlusion mechanism. A field service representative was called to repair the device at the customer's facility. Since the event occurred during routing testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.